Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography). According to the complainant, during the procedure, the physician had difficulty with the device and had to cut the wire and sent the pt to the or for resolution of the problem. Attempts to obtain add'l info regarding the circumstances surrounding, this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.